Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011 and refractive change was noted on (B)(6) 2015, due to myopia progression. The lens remains implanted and the surgeon plans to exchange for a different power. The patient's last bcva was 20/25.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4) refractive surprise. Conclusions: based on the complaint information, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not yet exchanged.